Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed.device history record was reviewed and no discrepancies were found. The likely condition of the product when leaving zimmer biomet was not conforming to specifications. The root cause of the reported issue is attributed to operator error during the manufacturing process. This reported event falls within the scope of a corrective action which is to address the issue of complaints for debris in sterile packaging. This CAPA was closed successfully following the manufacture of the lot in the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-04132. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that debris was found in the sterile package. No adverse events have been reported as a result of the malfunction and additional information on the reported event is unavailable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Updated: b4, b5, d10, g4, h2, h3, h6 reported event was confirmed by visual examination of the device. Device history record (DHR) was reviewed and no discrepancies were found. The root cause of the reported issue is attributed to operator error during the manufacturing process. Visual inspection of the returned products found unknown debris within the sealed inner packaging. The reported issue is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.